Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024, the patient experienced a skin reaction. The patient reported that his arm was swollen and infected after he took his g7 sensor off. He went to the doctor twice and was told to take unspecified prescription oral medication antibiotic. He could hardly use his arm. The patient declined to provide additional details. The skin reaction was described as infection extended beyond the patch perimeter. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.